Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. A probable cause could not be determined because the customer complaint could not be replicated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the accuracy test. Event occurred during routine preventive maintenance inspection. There was no patient involvement, no patient injury was reported.